Manufacturer narrative:
Complete information patient sid (B)(6). All available patient information was included, no additional patient information was available. During the investigation, it was determined that the results were impacted by an error associated with the reagent probe (r1) wash cycle, which was introduced in the alinity s system software version 2.8.0, ln 04u76-15. The wash cycle removes fluid that remains on the interior and exterior surfaces of the probes at the wash station. With this error, the r1 probe washing is utilizing 1 ml versus the intended 3 ml of wash buffer to wash the exterior of the r1 probe. With this error, while operating on the alinity s system software version 2.8.0, ln 04u76-15, there is a potential for (B)(6) alinity s (B)(6) combo test results when alinity s (B)(6) combo reagent kit, ln 06p0155, and the alinity s (B)(6) reagent kit, ln 04w5655, are calibrated and run on the same processing lane. Abbott issued product correction letters to all customers who have an alinity s system installed. Customers who do not have alinity s (B)(6) assay commercially available have also been made aware of software issue. The letter states there have been no reports of (B)(6) results associated with this event for the assays available to them, and there is no potential for incorrect (B)(6) results. The letter also informs them that a future software update will correct the issue. Note: the alinity s (B)(6) reagent kit is not currently available in the united states.

Event description:
The customer observed alinity s (B)(6) combo reagent values shifted high for abbott quality controls, non-abbott quality controls, and patient samples while running on the alinity s system with software v2.8.0. Patient data provided for sid (B)(6) initial result on alinity s system(B)(4) = (B)(6), repeat results = (B)(6). Results generated on alinity s system (B)(4) = (B)(6). One value fell within the (B)(6) range but was not (B)(6). The customer replaced the new cartridge with the same lot and the results were (B)(6) with a value of (B)(6) on all three repetitions. The customer ran quality controls on both instruments, sn (B)(4) & (B)(4) with the cartridge that values were shifted, and results were (B)(6), repeated with the new cartridge, and results were (B)(6). The control values were still within specification and the negative samples remain below (B)(6). There was no impact to patient management was reported.